Event description:
It was report by a patient via (B) (6), to stryker trauma (B) (4), (B) (4), an event where a gamma nail was involved asking for possible shortfalls of the nail.

Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 168 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.